Event description:
Patient had reported having their boston scientific device explanted due to an accident. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).